Manufacturer narrative:
The customer¿s report of backflow (secondary to primary) was not confirmed. The primary and secondary set were visually inspected and no anomalies were observed. Functional testing resulted in the set flowing freely and ran with no issues observed. Note: this set does not contain a check valve. The root cause of secondary infusion backed up into primary was not confirmed.

Manufacturer narrative:
Gtin number for item: (B)(4), lot: 17026627 is 07613203021012. No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the secondary infusion of antibiotics back flowed into the primary bag. There is no report of patient harm.

Manufacturer narrative:
Concomitant medical products : 50 ml baxter bag ndc 0338-0049-41, lot number: p359893, exp: feb 18, 0.9% nacl; 50 ml baxter bag ndc 0338-03503-41, cefazolin. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the secondary infusion of cefazolin sodium 1 g/50 ml to be infused q8h at 100 ml/hr back flowed into the primary bag.